Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('my body is rejecting metals in the colis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal distension ("my belly went down, noe I look and feel like 7 months pregnant") and bacterial vulvovaginitis ("getting bv infections"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals and bacterial vulvovaginitis outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals and bacterial vulvovaginitis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating and bacterial vaginal infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: content from social media received. Events: bloating, bacterial vaginal infections were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('my body is rejecting metals in the colis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal distension ("my belly went down, noe I look and feel like 7 months pregnant"), bacterial vulvovaginitis ("getting bv infections") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals and bacterial vulvovaginitis outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, bacterial vulvovaginitis and restless legs syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating and bacterial vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information was added. Events: restless leg was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.